Event description:
During a preventive maintenance check, the technician noticed the casters were sliding when the brake was engaged.

Manufacturer narrative:
The technician found the rubber tires on the casters were old and cracking. The technician replaced the casters to repair the bed.